Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure. Fatigue, rash, depression, anxiety, acne, racing heart, palpitations, hair loss, heavy periods, abdominal pains, nipple discharge, hormonal imbalance, inflammation in stomach, gi, thyroid, stomach bulge, food allergies, headaches, tooth sensitivity and breakage, irritability, constipation, dry patches on skin, contact dermatitis. I have/have not been seen by 2 doctors. I have been diagnosed with the following conditions: depression, anxiety. I have had the following surgeries due to essure (list if any) none. The device is still inside of me. The device was/was not returned to the manufacturer. The device is in my possession (if applicable). I have filed a previous adverse event report.

Event description:
(B)(4). I had a hysterectomy for essure removal on (B)(6) 2016.